Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the patient "has not been feeling the best." The patient had been notified of the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event and questioned if the symptoms were due to the "faulty" ipg. The device remains in use. No further patient complications have been reported as a result of this event.